Event description:
A peritoneal dialysis (pd) patient reported being unable to sleep and weight loss along with a draining slowly notice. An increased intraperitoneal volume (iipv) event was discovered upon review of treatment data. The event was discovered when patient had called into technical services due a a drain issue. It was discovered that the patient drained 4373 ml during cycle one of the treatment. This drain volume is 191% of the patient's fill volume of 2295 ml. In a follow up, a medical assistant said there was no harm associated with the overfill event. The patient was issued a new cycler. Additional information was requested, but no further details were provided. The old cycler is available to return for analysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being unable to sleep and weight loss along with a draining slowly notice. An increased intraperitoneal volume (iipv) event was discovered upon review of treatment data. The event was discovered when patient had called into technical services due a a drain issue. It was discovered that the patient drained 4373 ml during cycle one of the treatment. This drain volume is 191% of the patient's fill volume of 2295 ml. In a follow up, a medical assistant said there was no harm associated with the overfill event. The patient was issued a new cycler. Additional information was requested, but no further details were provided. The old cycler is available to return for analysis.